Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e2, e3 and g2 (health professional). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint the video system center displayed color bar and no image was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the color bar was displayed on the monitor screen because endoscope image was not output due to defective patient board set. However, a definitive a root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during inspection by customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed color bar and no image. It's unknown when the issue occurred . There were no reports of patient harm.